Manufacturer narrative:
Device investigation narrative - due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).

Event description:
It was reported that t2 of the fastfix 360 curved device would not deploy. All materials from the failed device were explanted, and the procedure was completed with a backup device. There was a delay of less than 30 minutes reported. No patient injury or complications were reported.

Manufacturer narrative:
Device was returned for evaluation. The device is in fairly good condition. The complaint was opened for t2 non-deployment. T1, t2 and suture were not returned. There is no sign of aggressive use. There is slight bow of the delivery needle shaft. There is no apparent twisting or bending of the delivery needle. There is puckering at the distal tip of the depth limiter which is indicative of pressure against tissue. A functional test confirmed that the device cycles and actuates successfully. No mechanical problem was found with the device returned. No root cause related to the manufacture of the device can be confirmed. Complaint history search revealed no additional complaints for this production lot. Correction to h5: device is labeled for single use.